Manufacturer narrative:
The used complaint company cartridge was not returned. Two company cartridge lot numbers were provided. It is unknown which was the complaint lot. One unopened 10-count carton and twelve loose unopened company cartridges were returned for lot #1. One unopened 10-count carton was returned for lot#2. One sample was pulled from each unopened carton. One sample was pulled from the twelve returned loose product. The three company cartridges were evaluated. The company cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All three company cartridges were functionally tested per the dfu (direction for use). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed for both lot numbers and documentation indicated the product met release criteria. The lens model/diopter, handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Three of the unopened company cartridges returned for the potential lot numbers were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Two potential lots has been identified. There have been no other complaints reported in the first lot and 3 other complaints reported in the other lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, there was a possibility of white residue remained inside of the cartridge. It was causing white residue to be injected into the eye during the implant. The surgery was completed without product replacement. The white residue was removed during surgery. Additional information was requested.